Manufacturer narrative:
If implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. If explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. (B)(4). Device evaluation: product testing could not be performed since the product is not available for evaluation. Therefore, the reported issue could not be verified, and product quality deficiency could not be determined. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search revealed that there was one complaint received from this production order but that is of low risk and not related to this reported issue. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that haptic bent during implantation of za9003 model intraocular lens into the patient's eye. The iol was removed and replaced in the same procedure and incision was enlarged to remove the lens from the eye. Vitrectomy and sutures were not required. There was a delay of thirty minutes in the procedure. The patient was doing good at the time of discharge. The reported event was observed while inserting into the eye. No other information provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.